Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to d5: operator of device: health professional (previously submitted as other - ni). H4: the lot was manufactured from october 30, 2021 - november 01, 2021. H10: two (2) actual samples were received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port bonding area in both samples. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause is due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.